Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-06591 / -06592 / -08703).

Event description:
Legal counsel for patient reports patient underwent a right total hip arthroplasty (tha) on (B)(6) 2004. Subsequently, patient's legal counsel reports patient was revised on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to pain and a loose acetabular component. Revision op report notes the presence of discolored synovial fluid, soft tissue reaction consistent with metal-on-metal wear, and bone reaction and sclerotic bone behind the cup. Op report further notes the right leg measured at least a centimeter shorter than the left. The modular head was removed and replaced. The cup was removed and replaced with a competitor component. Additional information received also reports patient underwent a left tha on (B)(6) 2009. No revision procedure has been reported to date.